Manufacturer narrative:
One trabecular metal implant (tmtb16) and mount were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the products were not returned. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported devices were being placed on tooth# 21 (fdi) when the incident occurred. X-ray & picture evaluation: not provided. Appropriate documentation was reviewed. DHR review for the lot (63534510) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63534510) for similar events (complaint category keyword: does not disengage/release) and no other complaint was identified. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One trabecular metal implant (tmtb16) and mount were returned for investigation. Visual evaluation of the as returned products identified minor signs of wear due to usage but no apparent sign of malfunction. Functional testing was conducted. The devices were able to engage/disengage as normal. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported devices were being placed on tooth# 21 (fdi) when the incident occurred. X-ray & picture evaluation, not provided. Appropriate documentation was reviewed. DHR review for the lot (63534510) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63534510) for similar events (complaint category keyword: does not disengage/release) and no other complaint was identified. Based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp- (B)(4).

Event description:
It was reported that fixture mount could not be removed within routine torque force, lead to loss if primary stability at the surgical site. Another implant was placed. Tooth site # 21.